Event description:
Had lasik surgery which led to extreme night vision problems and the inability to drive a car at night without medication. (Pilocarpine). There is very bad ghosting and especially starbursts in all dim light situations. Rptr's prescription was -3.5 and -1.25 and pupil size is about 7mm.